Event description:
(B)(4) - the dealer reported receiving a letter from an attorney stating his client was using an unspecified quad cane, and fell onto the unit that allegedly had sharp flange metal edges, resulting in a skin laceration. Medical attention was sought. No additional information was provided, and should we receive it, this file will be reviewed, and a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1525712-2013-00986, indicting the model number as unknown. The model is now known as 3920-2, a medium base quad cane. The previous submission was filed under FDA registration # (B)(4), invacare. The correct registration number should be (B)(4) - distributed product.